Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with implantation of an unknown siltex breast implant prosthesis. Post-operatively, the patient observed that their left breast is drooping lower and appears larger than the right breast. The patient is not experiencing any illnesses. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The procode and common device name are being populated for submission purposes. The device type (gel or saline) is unknown at this time, as this information has not been received regarding this matter. If the information is made available at a later time, mentor will submit the additional information accordingly.